Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed out the infusion set and received another no delivery alarm. Customer's blood glucose level was over 600 mg/dl. She treated her blood glucose level with 25 units. The infusion set cannula was bent. The device was not returned.